Event description:
It was reported the programmer was not able to identify two different devices. The programmer rf (radio-frequency) head was changed, with no resolution of the issue. No patient complications were reported as a result of this event. The programmer rf head was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer would not identify devices due to a loose rf (radio-frequency) connector on the lem (link electronics module) board. The ECG (electrocardiogram) connector was also found to be loose. (B)(4) analysis found the rf cable was cut.